Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of hypotension, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping appears to be related to patient morphology/pathology. However, a cause for the reported patient effect of hypotension could not be identified. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the hypotension and intervention. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was implanted and mr was reduced to grade 3 to 4. Imaging was difficult. A second clip delivery system (cds) was inserted to the right atrium when the patients blood pressure dropped severely. Cardiopulmonary resuscitation was performed and the blood pressure recovered. The procedure continued, but the second mitraclip was unable to grasp both leaflets. The blood pressure kept dropping; therefore, the procedure was aborted. An intra-aortic balloon pump was inserted and the patient was transferred to the intensive care unit. There was no additional information provided.